Manufacturer narrative:
B3. Date of event -correction - event date was incorrectly reported in initial MDR.

Event description:
Per the physician, the increased seizures was likely due to low battery and anxiety. The seizures were noted to be below pre-vns baseline. No additional relevant information has been received.

Event description:
Patient had a generator replacement performed. The explanted device has not been received to date. No additional relevant information has been received.

Event description:
Patient is reported to be experiencing increased episodes over the last few months. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.